Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: scs-linear leads. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the scs linear leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain. Physician took an x-ray and found that the leads had moved. Reprogramming of the leads was attempted but ineffective. Physician decided to revise the patient. During the revision, the physician repositioned three leads and replaced one lead. Patient was doing well post operatively.